Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further specified as the patient ¿not washing their hands.¿ the peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (dose, route, duration and frequency not reported) for the peritonitis. On an unreported date, the antibiotic treatment was discontinued. At the time of this report, the patient was recovering from the peritonitis event. On the same day as the onset, the patient was retrained on proper aseptic technique. The pd therapy was ongoing. No additional information is available at this time.